Manufacturer narrative:
Company rep evaluated unit and corrective actions include calibrating the unit, performing preventive maintenance, and a safety inspection. Unit was calibrated and was returned to customer.

Event description:
Customer reported an issue with the gas module iii, which may have affected co2 monitoring. No pt injury was reported.